Event description:
The mother of a female pt contacted lifecor customer support to report that the screen has a black bar through it. Support had the pt remove and replace the battery pack. The vibration and verbal alarms were working correctly. Support sent a pt services representative (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn 05003322 has been completed. The reported problem was confirmed. The cause of the reported problem was that the lcd was scratched. During evaluation, service noticed "discharge profile fault" flags. The monitor was opened and it was found to have a burnt r46 and a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank is unk, but is likely random component failure. The monitor was repaired, retested a restocked. No adverse event resulted from the monitor failure. The pt received a replacement monitor.